Manufacturer narrative:
(B)(4). Date of event - estimated. Implant date - estimated. The devices were not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached article: in-hospital outcomes of transcatheter mitral valve repair with mitraclip in patients with pulmonary hypertension: insights from the national inpatient sample. (B)(4).

Event description:
This is filed to capture the patient deaths. It was reported through a research article, that patient deaths occurred and may be related to the implanted mitraclip. Details are listed in the attached article, titled in-hospital outcomes of transcatheter mitral valve repair with mitraclip in patients with pulmonary hypertension: insights from the national in patient sample. Please see article for additional information.